Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2013 due to an unknown reason. It was reported that during the procedure the long threaded adaptor screw fractured while utilizing the adaptor removal tool. A delay of over 30 minutes was reported and a regenerex ringloc plus system was utilized to complete the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-05479 / 05480).

Manufacturer narrative:
The unknown hip has been previously reported on MDR 3002806535-2013-00274.